Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow up check this right ventricular (rv) lead was not sensing or pacing. An x-ray confirmed the lead dislodged. The patient was asymptomatic and had an underlying intrinsic rhythm. Surgical intervention was performed and upon opening the pocket there was evidence of twiddler's syndrome. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin twiddler's syndrome is a contributing factor to damage of this type.